Event description:
It was reported that the user¿s caregiver could not view the insulin amount in the mobile application after a cartridge change, and visibility returned during the call while the ilet continued in use; the reported blood glucose was 226 mg/dl and hyperglycemia was noted with cause unclear. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included remote troubleshooting focused on app display functionality and device use following a cartridge change. Investigation of this case revealed no device malfunction observed during the call, normal function restored for the app display, and no additional device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.